Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
It was reported that the patient had a history of paralysis (wheelchair bound), factor v (takes a unspecified blood thinner), history of blood clots. On approximately (B)(6) 2012, the patient underwent surgery on his hip to remove bone calcification. After the surgery he was in a rehabilitation hospital for 2 weeks. Since the surgery he felt that the pump was not working because of increased spasticity especially in his legs. The patient believed that "perhaps his pump was shut off during the surgery by accident." The increased spasticity had made his transfers more difficult. Ten days after his hip surgery, the patient developed blood clots under the surgical incision and the back of his legs. He first became aware of the blood clots when he noticed his leg was starting to swell. The patient's dose of baclofen was increased during the last pump refill (date not reported). The patient stated that "maybe this caused some seizures." Drug delivered via the device was baclofen.